Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no causal event, like an accident has been mentioned. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was observed that the patient is not responding to sounds on the right side. No head trauma or accidents were reported. The patient reportedly had a bad cold at the moment of the event.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was observed that the patient had not been responding with the implant on her right side for the past days. At that time some external equipment fault was also identified so this external equipment was replaced. In situ measurements performed showed high status on all the electrode channels. No head trauma or accidents were reported. The patient reportedly had a bad cold at the moment of the event.